Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection showed the right plunger case and the bottom case were cracked. Unable to bypass the primary audible alarm post error was found (broken high profile c9) at power up to download the event history log (ehl). During functional testing was unable to perform occlusion test to verify the check clutch error per customer reported problem due to primary audible alarm post error was found at power up. The root cause of the problem was due customer's impact to the device. Replaced interconnect board for broken high profile c9 due to primary audible alarm post error was found at power up. Replaced lead screw and clutch halves, also replaced motor assembly, worm gear, and lead screw for preventive of check clutch error. Performed preventative maintenance and all functional testing.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited clutch plunger error. No adverse effects were reported.